Event description:
New alaris IV pumps are designed with a risk of tipping over and possible injury. We have had several near-miss events since the recent purchase/acquisition of these IV pumps. The modules are now much bigger but the legs on the IV pole stand are no wider causing a center of gravity issue and danger of tipping over when moved by patients or staff when the patient is ambulating.======================manufacturer response for IV pump, alaris (per site reporter).======================we just purchased these IV pumps and had the rep here to do staff training. However, now we identified this risk so the rep is being notified with a request to come back to the hospital to listen to staff concerns and help resolve our design concerns.what was the original intended procedure?IV medication administration on IV pump.device #1is this a laboratory device or laboratory test?no.